Event description:
It was reported that during a da vinci prostatectomy procedure one blade of the monopolar curved scissors instrument broke off and fell into the patient's pelvis. The instrument was removed and the procedure was delayed approximately 20-30 minutes as the surgical staff was locating and retrieving the broken piece. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) or if additional information is received.